Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: yrir14115, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two aneurx stent grafts were implanted during the endovascular treatment of an aaa. It was reported that a follow-up CT taken approximately 22 years and 5 months post implant showed a partial main body disconnection from the limb. Computed tomography revealed an endoleak, and subsequent angiography confirmed a type iii endoleak. Per the physician, the cause of the event cannot be determined. The patient was alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B5; additional information received; it was reported that intervention was performed approximately 12 years and 11 months post-index procedure, where a etuf2814c102 and a etlw161682e were implanted to treat the endoleak. Correction to b3- event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis the reported endoleak was confirmed on the films provided. While the cause of the event be conclusively determined, based on the available CT scans, the endoleak appears to be a type iii fabric endoleak, likely due to fabric abrasion, possibly between the stent graft and calcification present in the aneurysm sac. A type iiia separation endoleak seems unlikely, as component overlap appears sufficient. Type ia and type ib endoleaks are also not considered potential causes, as the proximal and distal seal zones were adequate. There was no evidence of retrograde flow from collateral vessels, so this is not considered a potential cause, ruling out a type ii endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed; however, the subtype and cause of the endoleak could not be conclusively determined based on the single still image provided. Post-implant CT scans and earlier post-implant imaging were not available to assess the stent graft in vivo configuration over time. Additionally, selective angiograms (e.g., contrast injections from different levels within the stent graft) were not available for review, and only one viewpoint (a-p) was provided. These limitations, combined with the suboptimal quality of the image, made it difficult to definitively determine the nature and cause of the endoleak. The stent graft had been implanted for over 20 years, so disease progression, along with changes in aneurysm morphology over time leading to component separation, may have been contributing factors. However, this could not be confirmed with the limited imaging available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.